Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, moderate aortic insufficiency was observed. An aggressive post-implant balloon aortic valvuloplasty (bav) was performed using a 26 millimeter (mm) non-medtronic (true) balloon, resulting in trace aortic insufficiency and a single digit gradient. Approximately one month following the valve implant, transesophageal echocardiogram (tee) was performed showing severe central aortic regurgitation and mild paravalvular leak (pvl). It was determined that there was prolapse/flail of one of the valve leaflets. A non-medtronic transcatheter valve was subsequently implanted valve-in-valve, resulting in a mean gradient of 0 and trace aortic insufficiency post implant. No additional adverse patient effects were reported.

Manufacturer narrative:
Conclusion: in this case it was reported that after implant of the 29mm valve, the user performed an aggressive post implant balloon aortic valvuloplasty (bav) after moderate aortic insufficiency had been observed. Its unknown based on the limited information what led to the moderate aortic insufficiency. The post implant bav was performed using a 26mm non-medtronic true non-compliant balloon that initially reduced the aortic insufficiency (ai) to trace. However, 1 month post valve implant, tee showed severe central ai and mild paravalvular leak (pvl). Pvl can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions. Preliminary assessments of the cause(s) of the leaflet damage / flailed -prolapsed leaflet that were reported on the valve at implant, suggest that the aggressive post valve dilation using too large of a non compliant balloon is possibly among the factors leading to damage of the valve leaflet and subsequent severe ai. Per the instructions for use (IFU), a non-compliant balloon should be at least 1 mm smaller than the diameter of the native aortic annulus. The maximum balloon size chosen for dilatation using a non-compliant balloon should not exceed 1 mm more than the transcatheter aortic valve (tav) waist diameter with an applied inflation pressure of no greater than 2 atm. Caution: overexpansion of the narrowest portion (waist) of the evolut fx valve beyond the levels set forth in (table 4 shown in the IFU), has been demonstrated through bench data to cause damage to the bioprosthetic leaflets. It is important to note that the mechanical compliance properties of the selected balloon influence the dilatation dynamics. Balloons should not be inflated beyond 2 atm of applied pressure. In this event, the inflation pressure was not provided, and the user stated they used a deflator. Review of the device history record (DHR) for this device found it was built to specification and met all inspection and acceptance criteria. No issues were noted that would have impacted this event. This event does indicate a user error as the user did not follow the instructions in the IFU. This issue does not indicate a manufacturing related malfunction. Updated h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Article citation: patel j, weissman g, rogers t, waksman r, satler lf, ben-dor I. A word of caution regarding postdilatation of self-expanding valves for paravalvular leak. Jacc cardiovasc interv. 2024;17(5):696-698. Doi:10.1016/j.jcin.2023.11.037 please reference MDR numbers 2025587-2024-02089 (initial), 2025587-2024-02089 (supplemental 001), and 2025587-2024-02089 (supplemental 002) for the duplicate literature event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received indicating that this case was described in a published literature article. Details from the article that were not previously reported to medtronic are as follows: the patient developed worsening dyspnea on exertion one month after valve implant; repeat computed tomography showed no evidence of bioprosthetic valve thrombosis, vegetation, leaflet tear, or thickening; and transthoracic echocardiography at 30-day follow-up confirmed elimination of the central aortic regurgitation. In the article, the authors concluded, ¿given that the known waist diameter of the 29 mm evolut fx valve is 23 mm, post-deployment valvuloplasty with the 26 mm balloon likely caused damage to the bioprosthetic leaflets.¿